Event description:
It was reported during surgery that the acu-loc® 2 vdr proximal t-guide narrow r (part number 80-0702, batch number 308626) broke. No broken pieces of the guide were left behind in the patient. It was also reported an 80-0249 (2.0mm locking drill guide 4mm-32mm) was used to complete the surgery with no delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-loc® 2 vdr proximal t-guide narrow r (part number 80-0702, batch number 308626) was returned for evaluation. The returned t-guide was examined with magnified photography. A large v-shaped notch was present in the most distal wall of the tgt guide, specifically obscuring multiple laser marks of the device. The damage cut into and through the middle hole of the distal row. This notch may be due to fragmentation of this region, with a chunk of the tgt guide potentially having been separated from the main body; this could not be confirmed, as there were no separate fragments returned with the tgt guide. The breakage/notch extends further downwards to the undersurface of the guide via a hairline crack/fracture. Damage was present at the edges of holes; this includes light wearing or removal of material on edges, as well as a large quantity of nicks/cuts into the thin-wall edges between holes. Therefore, based on the information received the root cause could not be determined.